Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left rupture. Device remains implanted.

Manufacturer narrative:
Device evaluation:based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, broken device on posterior side assessed as surgical impact opening. (Shell thickness was within specification). And missing piece of shell assessed as inconclusive. Additional observations: ¿ stress marks observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left rupture. Healthcare professional reported left rupture. Healthcare professional later reported "burning". Device has been explanted.

Event description:
Healthcare professional reported, left rupture. Healthcare professional, later reported, "burning". Device has been explanted.